Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in clinic with diaphragmatic stimulation. Upon review, the physician alleged micro-perforation by the right ventricular lead. A computed tomography (CT) scan, chest x-rays, and echocardiography on (B)(6) 2019 revealed no perforation. The physician repositioned the lead on (B)(6) 2019. The patient was in stable condition.